Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that insulin pump alarmed during the bolus process. Blood glucose reading at the time was 52 mg/dl. Customer stated the numbers on the insulin pump was going up without input. The insulin pump was dropped a few weeks ago. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump passed the restart test and no unexpected restart alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked reservoir tube window through the reservoir tube lip, cracked battery tube threads.